Event description:
It was reported to philips that the x-ray was not possible. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the customer reported a problem that happened during the planned treatment for coronary clinical intervention. The procedure was completed by moving the patient to another room. It was reported that the x-ray was not possible. Rse reviewed the log files and confirmed the issues with system connectivity between the detector and the ippc. The failure analysis was able to confirm the electrical failure. Upon further inspection, philips field service engineer (fse) visited onsite and replaced cube and ps ui_coll_ID_unit. After the replacement of nt 24 power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.